Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection via multiple daily injection (mdi). Ultimately, the customer reverted to an alternate method of insulin delivery.